Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a complete lead returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at proximal region of the lead, consistent with friction to the device can. The external abrasion consistent with friction to the device can was noted 10.1 - 10.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.